Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation with a mini cap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and a leak beneath the returned mini cap on the transfer set was observed. The transfer set was retested using an in lab mini cap and no issues and no leaks were observed. The reported leak at the twist clamp was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the twist clamp. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unknown date in august 2025. D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.